Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent. The actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. Ts and suture were returned. The distal end of t1 has been broken off. Device was functionally tested for proper actuator advancement and cycling, device did not function due to the bend in the needle. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no further investigation is warranted at this time.

Event description:
During an unknown procedure, it was reported that both t's were released simultaneously when the surgeon stimulated the fast-fix 360.

Manufacturer narrative:
(B)(4).